Manufacturer narrative:
According to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to myocardial infarction and death.

Event description:
The following information was reported to gore: on (B)(6) 2018 a patient was undergoing treatment of an acute type b dissection with left subclavian artery (lsa) snorkel and superior mesenteric artery (sma) periscope. Conformable gore® tag® thoracic endoprostheses (ctag) were utilized in the aorta. Gore® viabahn® endoprostheses with propaten bioactive surface were utilized in the lsa and sma. Bilateral femoral access was obtained with gore® dryseal flex sheaths (dsf2465) on the right and (dsf1245) on the left. Additionally, left axillary access was obtained via cut down with a (dsf1233). The celiac artery was cannulated and coiled with (4) 8mm x 5cm cook mreye® embolization coils. The proximal ctag (tgu404020) was deployed without incident. The gore® viabahn® endoprostheses with propaten bioactive surface was then deployed in the lsa . The distal ctag (tgu404020) was positioned and the gore® viabahn® endoprostheses with propaten bioactive surface was then placed in the sma with approximately 2cm exposed past the distal portion of the ctag. When the ctag was being deployed, it jumped proximally, approximately 1cm. A third ctag (tgu404010) was deployed distally followed by the deployment of the peripheral device in the sma. Finally a ctag (tgu404015) was deployed to reinforce the overlap between the (tgu404010) devices. It was reported that the patient¿s arterial blood pressure was low and that the anesthesia provider was addressing this. The final angiogram was done both proximally and distally with nothing abnormal noted. The physician began closing the access sites. The patient had a myocardial infarction and became bradycardic and hypotensive. Transesophageal echocardiogram revealed a type a dissection. The physicians conferred and the patient was not resuscitated. The patient expired.

Event description:
On (B)(6) 2018 a patient was undergoing treatment of an acute type b dissection with left subclavian artery (lsa) snorkel and superior mesenteric artery (sma) periscope. Conformable gore® tag® thoracic endoprostheses (ctag) were utilized in the aorta. Gore® viabahn® endoprostheses with propaten bioactive surface were utilized in the lsa and sma. It was reported that the patient¿s arterial blood pressure was low following implantation of devices and that the anesthesia provider was addressing this. The final angiogram was done both proximally and distally with nothing abnormal noted. The physician began closing the access sites. The patient had a myocardial infarction and became bradycardic and hypotensive. Transesophageal echocardiogram revealed a type a dissection. The physicians conferred and the patient was not resuscitated. The patient expired. It was reported the patient had chest pain the night before the procedure. Pre-operative CT images reportedly showed a small dilated section in the ascending aorta. The physician reportedly felt the cause of the new dissection, mi and death could have been due to friable tissue, a possible new type a dissection, or graft related. He said technically speaking the procedure was perfect and he would not change his treatment plan.

Manufacturer narrative:
Concomitant medical products: additional devices utilized in procedure: tgu404020, no lot number or UDI information is available. Tgu404010, no lot number or UDI information is available. Tgu404010, no lot number or UDI information is available.